Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) was slightly exposed from the shaft tip during priming check. The device was not used, and a new mynx device was opened. This new mynx had no problems and was used normally to complete hemostasis. There was no reported patient injury. The procedure involved a right superficial femoral artery to below-the-knee stenosis case treated via a contralateral approach from the left groin. The sheath was changed to a 6f 10 cm short sheath prior to use. There was no exposure of the sealant to bodily fluids. The pouch was opened, and the device was taken out of the tray. There was no damage found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will not be returned for evaluation since it was discarded at the facility.